Event description:
Ous MDR - after an implantation time of about 21 months, undersensing was reported during a lead revision. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.